Event description:
The customer reported to beckman coulter customer technical specialist (cts) that there was a contained overflow from their electrolyte injection cup (eic) on their unicel dxc 800 pro synchron system. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
The customer replaced the j6 solenoid valve to resolve the issue, no further leaking was observed. A field service engineer (fse) was dispatched to evaluate the instrument and confirmed the customer valve replacement. (B)(4).